Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device exhibits signs of repeated use (nicked and gouged) also has fractured on lateral side of post, all pieces returned. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the root cause of the event is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found to be chipped. No adverse events have been reported as a result of the malfunction.